Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample was received with an inlaid stylet and attached t-lock assembly. The catheter terminated at the 14 cm depth marking. The stylet wire measured 26.8 cm and the distal end appeared irregular. Microscopic inspection of the distal end of the catheter revealed striations typical of a sharp instrument cut. Microscopic inspection of the break in the stylet revealed a tapered fracture profile. The fracture surface exhibited regions of increased luster. The stylet damage appeared consistent with contact between the stylet and a sharp instrument. The location of the damage suggested that the stylet was cut when the catheter was trimmed. The product IFU states ¿do not cut stylet.¿ a lot history review (lhr) of reap1468 showed no other similar product complaint(s) from this lot number.

Event description:
Bas engineer noted a cut stylet on the returned sample.